Event description:
It was reported the device went to elective replacement indicator (eri) early and premature battery depletion is suspected. It was also reported that the physician and patient were upset regarding the early depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion.